Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging a packaging issue: onetouch verio test strips were expired. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 8am. The patient reported using a combination of medications including novolog on a sliding scale, novolog 70/30 and levemir 8 units in the morning. The reporter stated on (B)(6) 2013 at 8am the patient increased his usual dose of novolog to include 5 additional units. The reporter stated 20-30 minutes later the patient developed symptoms of feeling ¿hot, shaky, sweaty and not feeling good.¿ the reporter stated on (B)(6) 2013 at 12pm the patient was seen in a doctor¿s office and a blood glucose reading of ¿30mg/dl¿ was obtained and he was given glucose tablets as treatment. The reporter stated, the patient was also advised not to use expired test strips. The cca was unable to assist the reporter with troubleshooting since he did not have any test strips at the time of the call. This complaint is being reported because, the reporter claims due to the alleged issue the patient increased his usual dose of medication, developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.